Event description:
A temperature alarm was reported by the caller. There was no reported impact to the customer's blood glucose level. The pump was not under warranty, but the customer was using tandem charging supplies, and technical support decided to initiate a return authorization for the pump.